Event description:
It was reported that the coating on the width plates and the zimmer air dermatome ii handpiece was bubbling. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/0/2013 and has no repair history at zimmer surgical. Evaluation of the device observed bubbling of the surface coating of the width plates, head, neck and handpiece housing of the device. The master width plate fit properly to the head; however, the master blade was not positioned properly relative to the control bar. Prior to repair, the device was outside calibration specifications at all tested thickness settings. Side to side calibration failed at the zero and 0.0004" thickness settings. Investigation of the bubbling and peeling of the surface coating observed with air dermatome ii devices and related components is ongoing. The device was serviced and returned to the customer.